Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," which was confirmed during the functional testing and the archive data review. The root cause of the ua07 was a failed load cell, likely attributed to failed component or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. The archive data indicated several ua07 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells, checked during the power-on-self-test. The load cell characterization indicated single point load cell module 1 was defective. The defective load cell was replaced to address the ua07 error message. Following service, the autopulse platform passed the load cell characterization test. The autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with sn (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial # (B)(4) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.